Manufacturer narrative:
We have asked our technical support dept to contact the customer and request that we be allowed to evaluate the unit either at their location or have the unit returned to the mfg plant for the eval. As of this date, there has been no response.

Event description:
Pt desaturing. Pressed increase oxygen button on ventilator with no improvement. Pt with decreased heart rate hand bagged pt and ventilator screen froze when pt placed back on ventilator. Ventilator changed out with no injury to pt.